Event description:
It has been reported that while loading the cot in the ambulance and squeezing the legs, it went half way up and jammed. It was reported that pt drop occurred.

Manufacturer narrative:
MFR¿s investigation is ongoing. If add¿l info is received, then a follow-up will be filed.